Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer had no cables coming from the serial digital interface (sdi) output connectors. Tac discovered several adapter and conversion boxes and the customer was using a digital visual interface (dvi) output from the cv-190. The main adapter box did not have power and once it was powered, image was restored. The device will not be returned for further evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, the root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to improper installation. Olympus will continue to monitor field performance for this device.